Event description:
It was reported that during a system replacement procedure on (B)(6) 2025 (related manufacturer reference numbers: 1627487-2025-04577, 1627487-2025-04578, 1627487-2025-04579), a drg sheath was fractured, and part of the sheath still remains in the patient, causing the system to be MRI incompatible. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Fields corrected: d1, d4, d6a, h4. The allegation is against 1 of 2 sheaths; however, it is unknown which sheath; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10546503. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.